Event description:
An impulse dynamics representative based in europe received notification on (B)(6) 2025 that a patient based in russia implanted with an osm ipg had their device explanted on (B)(6) 2025. The patient had initially reported the device had failed to charge and an a09 error code was displayed on the charger when charging was attempted. Multiple attempts to charge and interrogate the device by field staff were unsuccessful, and the decision was made by the physician to replace the device. No reports of malfunction of the replacement ipg have been reported since implant. The explanted device cannot be shipped outside of russia due to current sanctions; therefore, it will not be possible for a more detailed evaluation by impulse dynamics to take place.

Event description:
Impulse dynamics regulatory staff received notification on january 5, 2026, that a patient based in russia implanted with an osm ipg had their device explanted on (B)(6) 2025. The patient had initially reported the device had failed to charge and an a09 error code was displayed on the charger when charging was attempted. Multiple attempts to charge and interrogate the device by field staff were unsuccessful, and the decision was made by the physician to replace the device. No reports of malfunction of the replacement ipg have been reported since implant. The explanted device cannot be shipped outside of russia due to current sanctions; therefore, it will not be possible for a more detailed evaluation by impulse dynamics to take place.